Manufacturer narrative:
(B)(4). Additional information: what is meant by jaws didn't close correctly? Please provide more detail regarding issue, for example, were jaws misaligned? The jaws were misaligned.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed 1 remaining clip as intended. However a double feed occurred causing 2 malformed clips, then the device locked out as intended. In order to confirm the clips were within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. It could not be determined what may have caused the double feed incident. The jaws were noted to be in good condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the jaws didn't close correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. (B)(4).